Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/07/2025, it was reported by a sales representative via (B)(4) that an ar-2324psp swivellock eyelet broke off while trying to insert it into the humoral head. They were able to remove the implants and the broken eyelet and replaced them with the same part numbers successfully. The patient was not harmed and the procedure was able to continue and be completed. This occurred during use in a case with no patient effect. Additional information requested

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is misuse due to the excessive force used to pry and/or leverage the device.